Event description:
As reported, approximately 8 years and 2 months post the initial tsa, the patient was revised due an exactech reverse due to cuff tear arthropathy. While checking the stability of the stem, the stem inserter was overtightened and the plastic threads broke from the tip of the inserter. The instrument was removed and replaced with a working one. No parts, pieces or fragments fell into the patient, the instrument was removed in one piece. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation.